Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device and diagnosed with a non-shockable rhythm. External pacing was initiated by connecting disposable pacing/defibrillation/ECG electrodes to the pt and setting the pacer. According to the reporter, the device would intermittently alarm leads off and the pacer had to be reset to continue pacing. The pt was not resuscitated. The reporter stated the pt's death was not caused or contributed by the alleged device malfunction because the pt was not viable.